Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days post operatively on a laparoscopic gastric bypass procedure, the surgeon found out that the patient had staple line bleeding on the anastomosis. To resolve the issue the surgeon had to performed surgical intervention to re-operate and manually sutured the anastomosis. The patient extended hospital stay due to device issue.